Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. No complaint sample was available for assessment but a review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. The investigation did not find product defect or manufacturing process issue so no action is required at present because it is a non-manufacturing related complaint. Once a sample is received, we will assess and make further investigation if required. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the silicone adhesive is coming off on the patients skin and beading upon removal of the dressings. Component left in patient.